Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
When the doctor was removing the intraocular lens (iol) from the inner case, he/she observed white string-like debris on it. Therefore, the doctor did not use the iol. No patient contact reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/31/2016. Device returned to manufacturer ¿ yes. Device evaluation: the returned complaint product consisted of the original folding carton, packaging components, directions for use labels, identification cards and lens insert case assembly. The tecnis za9003 lens was not returned. Visual inspection at 10x microscope magnification was performed. A fiber that fits the customer description of ¿a white string-like debris¿ was identified in the lens insert case. The reported issue was verified. The fiber was sent for analysis (ftir (fourier transform infrared spectroscopy) ) and found to be composed of polyethylene. Per the engineering evaluation of the particle in question, this particle is not associated to the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.